Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 1 patient from both their coaguchek xs plus meter (serial number (B)(4)) and their coaguchek pro ii meter (serial number (B)(4)) compared to the dade innovin laboratory method on a sysmex cs-2100 analyzer. From the data provided, only the data from the coaguchek xs plus meter was a reportable malfunction. At 11:50 am the result from the coaguchek xs plus meter was 4.5 inr. From the laboratory sample that was collected immediately following the meter result, a result of 3.0 inr was obtained from the dade innovin method. The patient's therapeutic range is 2 - 3 inr. There was no allegation of an adverse event. Qc results on the meter both before and after the day of the event have been acceptable. The customer's test strips have been requested for return. Relevant retention test strips (lot 294945) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer stated that other results from other patients from the meter have been acceptable following the event.

Manufacturer narrative:
The customer¿s strips and meter were returned for investigation. The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and retention meter: marcumar 3: 2.4inr , marcumar 4: 1.7 inr . Customer strips (294945-11) and customer meter : marcumar 3: 2.3 inr, marcumar 4: 1.7 inr. The maximum difference between measurements with the same blood sample was 4% . Returned customer material and retention material comply with the specification. Complained lot and meter have fulfilled the release criterion of product control.